Event description:
Patient presented to the physician with ongoing facial numbness and difficulty swallowing. Due to ongoing issues, the patient requested system removal. Physician brought the patient into the or and explanted the entire inspire system.